Event description:
A complete se stent system was successfully implanted in a pt for treatment of an unk lesion. It was reported that after the stent was post dilated, it appeared to be smaller that the 120 mm that was stated on the label. The pt is fine. Medtronic has received the delivery system and its evaluation is pending.

Manufacturer narrative:
(B)(4). Evaluations results and conclusions: other (pending device evaluation).